Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to food poisoning and had a very high blood glucose level. He tried to connect back to the insulin pump but was unable to regulate his blood glucose. His blood glucose level was over 600 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The infusion set had a bent cannula. The device was not returned.